Manufacturer narrative:
Additional information was requested; however, no additional information was able to be obtained. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker triggered a lead safety switch due to out of range right atrial (ra) impedance measurements. No adverse patient effects were reported. The available information suggests the device remains in service.